Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004, patient presented with pre operative diagnosis of low back pain,l4-5 diskogenic pain and underwent following procedures: removal of previous instrumentation at l5-s1;l4 laminectomy; partial l5 laminectomy; posterolateral right sided l5-s1 diskectomy; posterior segment instrumentation from l4 to l5 with MRI compatible posterior segment instrumentation and pedicle screw system; bilateral lateral transfer grafting with cancellous and bone harvested for the transverse process fusion at l4-5, l5-s1. Per operative report: "after removal of previous instrumentation, attention was turned to decompression at l4.bone was removed, cleaned , harvested and saved for posterolateral arthrodesis. All lateral facets were removed and posterolateral diskectomies were performed. An MRI compatible graft along with duragen was placed at l4-5 for arthrodesis. Posterior segment instrumentation was done using navigation.6.7 x 45 mm screws were placed in l4 and l5.rods were contoured and locked into position bilaterally. The bmp material mixed with autologous bone was placed in the lateral gutters at l4-5 and l5-s1 for posterolateral arthrodesis. The patient tolerated the procedure without difficulty and was taken to recovery room in stable condition." Post operatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.